Event description:
It was reported a device failure to seal occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow up transesophageal echocardiography (tee) examination in (B)(6) 2023 a peri device leak measuring less than 3 mm was identified on the mitral side of the closure device. The patient was instructed to resume dual antiplatelet therapy and tee will be repeated in six (6) months.